Manufacturer narrative:
The investigation could not determine a specific root cause. A general analyzer issue was not suspected as calibration and quality control were acceptable before and after the incident and the field service representative could not reproduce the issue. Additional information was not provided for further investigation. No patient adversely affected by the event.

Event description:
The user received questionable thyrotropin (tsh) results for two patient samples. Patient sample 1 original result was 0.036 uiu/ml and the repeat result on analytical e module serial number (B)(4) was 6.06 uiu/ml. On (B)(6) 2011, patient sample 2 original result was 0.027 uiu/ml and the repeat result on analytical e module serial number (B)(4) was 2.08 uiu/ml. Neither of the original results was reported outside the laboratory. The repeat results were considered to be correct. The patients were not adversely affected. The tsh reagent lot number was 16397302 with an expiration date of 02/29/2012. The field service representative could not reproduce the issue and performed mechanical checks with no errors. To verify the analyzer operation, he ran performance testing with no errors and the user ran quality control with no errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.